Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's son took her to the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 566 mg/dl while wearing the pod in the arm. According to the patient they were also experiencing a headache. The patient was treated with insulin and released 4 to 5 hours later. The pod was worn when seeking medical attention. Upon removal of the pod, the cannula was bent.